Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient¿s caregiver called stating that the patient¿s blood glucose levels were running high after a site change using an inset infusion set on the patient¿s first day using the ilet. The caregiver asked how long it would take for the patient¿s glucose levels to come down. The caregiver was educated on the first-week process, as well as management of high and low glucose levels, and planned to review additional educational materials. During follow-up, the caregiver reported that the patient was trending downward and chose to rely on backup therapy rather than perform another site change. The caregiver was unable to locate the box for the inset at that time, so the lot number could not be provided. The highest reported blood glucose level during the event was 467 mg/dl, and levels remained elevated for approximately five hours. No backup therapy had been used at the time of reporting, no ketone testing was performed, and no medical intervention or additional assistance was received. No immediate health effects were reported. It was later confirmed that the patient had been using an inset 23" 6 mm infusion set. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.